Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 511mg/dl. Troubleshooting was performed. Ran a fixed prime test and the device passed the test. The mother stated that the customer was taken to the hospital when the blood glucose meter read over 600 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.